Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016 .device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: the black box started on (B)(6) 2015. The black box (bb) data/histories for the event have been overwritten due to continued use of the pump. There was no occlusion alarm observed in the available bb/pump history. An occlusion alarm was reproduced for testing purposes and the pump gave the appropriate sound warning and displayed the alarm message on the screen. The pump was detecting the correct force and the available total daily doses added up correctly and reflected the users programmed basal rates. There were no delivery defects found during delivery accuracy testing. The pump was found to be delivering within required range and delivery accurately. The pump completed a 24 hour duration test with no occlusion alarms or delivery interruptions duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an absence of an occlusion alarm issue. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was greater than 500mg/dl with no reported ketones or symptoms. Allegedly, there was an absence of an occlusion alarm and it was reported that there had been no pump setting adjustments before or after the alleged event, no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. A review of the alarm history revealed that an occlusion alarm had occurred and customer technical support determined that the pump was not required for return. This complaint is being reported for alleged hyperglycemia associated with a pump use error and not a pump malfunction.

Manufacturer narrative:
The pump was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.